Manufacturer narrative:
B1 product problem - corrected - no product problem. D4 expiration date ¿ added. H1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg ¿updated. H3 summary attached ¿ updated. H4 manufacturing date ¿ added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. There were no visual damages noted to the balloon during visual inspection. The marker band was found to be located in its correct position. The tip of the balloon catheter was found to be damaged. The balloon catheter was found to be intact. Functional inspection was performed as the balloon could not be inflated due to crystalized contrast media within the balloon. The reported ¿balloon damaged¿ and ¿ro marker band misaligned¿ were not confirmed during the analysis. The reported ¿balloon catheter difficulty loading wire¿ could not be duplicated; however, the analysis results are consistent with the reported event. The device met specifications when received for complaint investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device returned and was analysed. The balloon catheter tip was found to be damaged. There were no other anomalies noted. The balloon was found to be intact; however due to crystalized contrast media/saline the balloon could not be inflated during the analysis. The position of the ro marker was measured and found to be within the specification. An assignable cause of not confirmed will be assigned to the reported ¿ balloon damaged¿ and ¿ro marker band misaligned¿ as the defects were not confirmed during the analysis. An assignable cause of procedural factors will be assigned to the reported ¿balloon catheter difficulty loading wire¿, and to the analysed ¿balloon catheter tip damaged¿, and ¿balloon failed to inflate¿ as these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during procedure, when attempted to cross to carotid syphon in front of the lesion using the subject balloon catheter along with the guidewire (synchro select), a strong resistance was encountered in the subject balloon catheter, and it was unable to proceed. The tip of the subject balloon catheter was once removed from the patient's body, and the wrinkle was observed at the proximal portion. Additionally, the single marker was found to be displaced from the center, so the subject balloon catheter was stopped using. The physician replaced it with a new device, but the resistance was still encountered at the same location. The procedure was continued and completed without clinical consequences to the patient. No other information was provided.

Event description:
It was reported that during procedure, when attempted to cross to carotid syphon in front of the lesion using the subject balloon catheter along with the guidewire (synchro select), a strong resistance was encountered in the subject balloon catheter, and it was unable to proceed. The tip of the subject balloon catheter was once removed from the patient's body, and the wrinkle was observed at the proximal portion. Additionally, the single marker was found to be displaced from the center, so the subject balloon catheter was stopped using. The physician replaced it with a new device, but the resistance was still encountered at the same location. The procedure was continued and completed without clinical consequences to the patient. No other information was provided.